Event description:
It is reported that the patient experienced a high blood glucose level. Level is 447mg/dl. Trouble shooting is conducted and we explained the possible reasons for the high level. The device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The device was received with cracked reservoir tube lip.